Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that on (B)(6) 2020 the radiopaque tip from the pro-5f-11mt/c sheath detached within the patient sfa/anterior tibial [at] artery and occluded a venous bypass graft within the patient's distal periphery. The vessel was not diseased, and an angioplasty was performed through this sheath during this procedure. Post-procedure the patient was discharged to home. On (B)(6) 2020 during a follow-up appointment with the patient. An ultrasound demonstrated that approx. 7mm radiopaque marker band was occluding the distal vein graft along with a collection of thrombi. On (B)(6) 2020 the patient underwent a thrombolysis procedure to break down and remove the thrombus/clots. The graft was cleared of thrombus/clots, but fresh clots were identified. The foreign body remained in-situ. On (B)(6) 2020 the patient was referred to vascular surgeon, where the foreign body was successfully removed via surgical procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed, and the root cause attributed to the manufacturing process. A review of the device history and complaint database could not be performed since the lot number was not provided.